Manufacturer narrative:
Concomitant products: lgc femoral ps cem right sz 6 (cat# 02-010-01-0360 / serial# (B)(4)); lgc tibial fit tray cem sz 6f / 5t (cat# 02-012-45-6050 / serial# (B)(4)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 3.3 years post initial right side tka, the 71 y/o male patient had a revision due to poly wear. There was no breakage of a device or surgical delay/prolongation. Patient required prolonged hospitalization as a direct result of this issue. Sales rep was unable to obtain x-rays or photos. The device is not available for evaluation due to devices were disposed of by hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of wear of the tibial insert. However, the cause of the wear could not be determined because the components were not returned for evaluation and images were not provided. Additionally, the insert was packaged in a non-conforming vacuum bag for approximately five years prior to being implanted, which may have contributed to the reported wear. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.